Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved with the patient incident. For example, disease state of the patient, the physician's technique, etc. Therefore, no conclusive determination could be made as to the cause of the event. Nevertheless, training was performed with the involved clinician. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used in a colonoscopy to remove polyps. The endo cut mode was used. The activation time was unusually long (approximately 5 seconds) to remove the first polyp (6 to 7 mm diameter polyp). The physician noticed an unusual carbonization; therefore, clips were placed in that area. Upon the procedure, the patient was released. The next day, the patient went to the emergency room (ER) due to abdominal pain. A pneumoperitoneum was detected and a necrosis of approximately 2 cm was found in the cecum. Therefore, a laparoscopy and right hemicolectomy was performed to address the patient's condition. Note: the generator is a similar unit that is distributed in the u.s. The esu was distributed by a french distributor to a hospital in (B)(6).